Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood/tissue was present around the helix. Additionally, the is-1 tip was stretched. Resistance testing found the lead was electrically continuous. The lead damage was confirmed to have occurred during the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for testing. This product issue will be updated when additional details are received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting low sensing and high threshold measurements. An x-ray revealed a perforation. A revision procedure was performed. The physician reported difficulty inserting the stylet into the lead. The lead was removed from service and replaced. No additional adverse patient effects were reported.